Event description:
New information received notes the patient did not contact her clinic in (B)(6) 2023 regarding potential symptoms or issues with the pacemaker. The patient was interrogated in (B)(6) 2023 during a follow up in clinic and the pacemaker was found to have reached the normal elective replacement indicator (eri). There were no complaints or issues reported by the patient during her visit in clinic in (B)(6) 2023. The patient received a routine changeout due to normal eri on (B)(6) 2024 which was successful. The patient had a follow up on (B)(6) 2024 and was doing well with no complaints.

Event description:
It was reported that the patient reported feeling symptoms of fatigue following a non-specified procedure in hospital. The patient inquired about pacemaker settings due to her fatigue as she believed the pacemaker was not pacing like it was prior to her unrelated procedure. The patient was set to receive programming changes by an abbott representative as arranged by her clinic. Recommendations for the patient to contact their hospital to inquire about follow up with the scheduled abbott representative were made to address potential programming changes.